Event description:
It was reported that a large volume infusor had a leak at the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from august 28, 2014 to august 29, 2014. Evaluation summary: the device was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection could not determine if there was a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.